Event description:
In the summer of 2019, the user noticed that she was not hearing very well with the device but due to lack of insurance did not seek out a clinic to have the device checked. No trauma has been reported. The user believes the decrease in hearing was gradual but is not totally sure as she initially thought the issue was external equipment related. Re-implantation surgery took place on (B)(6) 2021. This report refers to 9710014-2020-00207. For further information please refer to this report.